Event description:
Pt developed some type of reaction approx 5 weeks post-op. Culture had no growth. Area was flushed and cleaned in 2005. Pt continued to have a reaction after wound was cleaned and flushed. A third procedure was performed in about 2 weeks later to remove all hardware. There were no signs of a reaction surrounding the bio-tenodesis repair/hardware nor the pds (polydioxanone) sutures used to close the incision on the initial procedure. Pds sutures were used to repair cuff and close incision on the same day. This device is used for treatment.